Manufacturer narrative:
Hematoma reported. Device not explanted. Update/corrections to the following sections: b4, d4, g7, h2, h3, h4, h6 and h10.

Event description:
Hematoma.

Manufacturer narrative:
Removed hematoma.

Event description:
Hematoma.